Event description:
It was reported that the pt was brought into be revised due to an audible "clunk" noise on (B)(6) 2012.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.